Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2022 the patient underwent a transcatheter aortic valve replacement (tavr) procedure due to having had significant aortic insufficiency (ai). After the procedure the patient's clinical condition got worse. Their filling pressure was elevated and they showed signs of right sided heart failure. An echocardiogram showed a perivalvular leak and the patient's labs showed signs of hemolysis. It was unclear if the hemolysis was from the pump or the perivalvular leak. The patient then developed an acute kidney injury (aki). The patient was diuresed and their renal function slowly improved. It was also noted that the patient's filling pressures began to improve as well. The patient's log files were submitted to ensure there were no signs of thrombosis. The log files did not reveal any unusual events or conditions.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (suspected thrombus, hemolysis, aortic insufficiency, right heart failure, and renal dysfunction) cannot be conclusively determined through this investigation. The controller event log file contained data spanning from 25mar2022 at 07:38:38 to 12apr2022 at 07:05:49, per the timestamp. The ventricular assist device appeared to have been operating as intended. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on 24apr2022 (refer to MFR# 2916596-2022-10735 for evaluation). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists hemolysis, thromboembolism, renal dysfunction, and right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 also contains information regarding recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer's investigation is complete.

Event description:
It was reported that an echocardiogram showed moderate perivalvular leak. A computed tomography (CT) angiography of the chest was unable to be performed due to the acute renal failure. The hemolysis was confirmed. The patient had lactate dehydrogenase of 1000 units per liter and haptoglobin less than 1 milligram per deciliter. The account submitted log file data for review to ensure there were no signs of pump thrombosis leading to hemolysis. Technical services responded that the pump appeared to be functioning as intended based on log file analysis. The account reported that it was unclear is the hemolysis was related to the pump or the perivalvular leak. Pump thrombosis could not be confirmed or ruled out.